Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, x-rays were taken that displayed the sensor wire remained in the patient and surgical removal of the sensor was wire was performed. The customer complaint was confirmed. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's father stated that upon removal of the sensor pod, the sensor wire remained in the patient's abdomen and the patient was experiencing discomfort at the site. Patient was taken to the doctor after the site became red and the patient complained of pain. An x-ray was taken and same day surgical removal of the sensor wire was performed. No additional event information was reported.